Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 20 mg/dl at 9:40 a.m. And 391 mg/dl at 9:42 a.m. On the contour next meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips from lot # 9apeg04a, using a blood sample. Which gave a satisfactory performance.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 9apeg04a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.